Event description:
The user facility reported that during an upper endoscopy procedure, user facility personnel were in the process of placing a pill camera endoscopically utilizing an advance device and the pill holder dislodged from the screw subsequently causing the pill camera to go into the patient's stomach. The capsule was retrieved with a roth net. The procedure was successfully completed with a second advance device and there was no reported harm to the patient.

Manufacturer narrative:
Steris requested the advance device back for evaluation however, the user facility discarded it. Without the return of the device for evaluation, the root cause could not be determined. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. The instructions for use (IFU 731119) also contains the following instructions: "push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). Deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. If the capsule does not fully deploy: close the finger ring handle. Slightly alter the position/angulation of the endoscope. Straighten the handle and catheter and repeat deployment steps. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." Steris offered in-service training on the proper use and operation of the advance capsule endoscope delivery device however, the user facility declined. No additional issues have been reported.